Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was unable to use the bolus wizard because he didn't have the settings available. Customer was advised to contact his doctor. Customer's blood glucose was 300 mg/dl. Customer reported the insulin pump alarmed 2 external ram crc error alarms and an unexpected restart alarm. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.